Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing was not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for loose tibial tray at cement/implant mantle. Depuy cement used.